Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the vio integrated electrosurgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. As of the date of this report, the iesu has not yet been received by intuitive surgical, inc. (Isi) for evaluation. .

Event description:
It was reported that during a da vinci-assisted cystoduodenostomy surgical procedure, the customer encountered an error c-34 whenever they had applied monopolar energy. The customer had restarted the erbe generator, replaced the monopolar energy cable, and tried a backup instrument but the issue remained the same. The technical service engineer (tse) advised the customer to set the erbe to classic mode, the monopolar energy instrument was not being recognized. The customer stated that they were going to switch to laparoscopic but later reported that they had the erbe in classic mode and did not make the conversion. The procedure was completed with no reported injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the procedure was converted to laparoscopic surgery without increasing port incisions or adding additional ports. The patient tolerated the change well. The phone number for technical support was contacted prior to converting the procedure. The procedure was continued laparoscopically with a different scope, and there was no information about whether the same esu/generator was used.

Manufacturer narrative:
Ntuitive surgical, inc. (Isi) did receive the vio integrated electrosurgical generator unit (iesu) to perform failure analysis. The iesu was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. During the power-on test, error c-33 was observed, confirming that the fault occurred in the field. A visual inspection revealed no issues that could be associated with the reported event. The probable cause of error c-34 is attributed to a faulty electrical component inside the iesu. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.